Event description:
It was reported that a catheter was placed without event. However, after placement of the catheter blood began to leak from the extension line used for hemodynamic measurement. The catheter had to be replaced. As a result, another ah-05050-g was successfully placed in the pt. There were no reported consequences to the pt.

Manufacturer narrative:
(B)(4). 19195. Sample will not be returned for evaluation.